Manufacturer narrative:
The investigation determined that lower than expected tsh results were obtained from a patient correlation when tested using vitros immunodiagnostics products tsh reagent lot 7110 in combination with a vitros xt 7600 integrated system. An assignable cause for the lower-than-expected vitros tsh results could not be determined. An historical review of qc results for vitros ipth lot 7110 indicates acceptable reagent performance. The customer made no suggestion of any issues with the qc fluids processed at the customer site and no issues regarding accuracy or precision of the vitros assay were indicated. Therefore, with respect to accuracy and precision, the vitros tsh quality control data for the time period reviewed indicates acceptable vitros tsh reagent performance. The (B)(6) tsc requested the customer perform a diagnostic within run precision test on the instrument to verify the performance of the vitros 5600 integrated system. However, at the time of writing this report, no within run precision testing was carried out. Therefore, an instrument issue cannot be ruled out as contributing to this event. Pre-analytical sample processing could not be ruled out as a contributing factor, as it was not established if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. The customer did not state if the customer was in receipt of any supplements prior to the event. It is possible an interferent that affects the vitros tsh contributed to the lower than expected results for the patients. The vitros tsh instructions for use states: ¿specimens with biotin concentrations up to 2 ng/ml demonstrated a less than or equal to 10% change in results. Biotin concentrations greater than this falsely decrease tsh results for patient samples.¿ no information was provided when requested regarding whether the patients were in receipt of any biotin supplements. Therefore, biotin interference cannot be ruled out as a contributor to the events. Additionally, the customer did not carry out any additional testing on the patients¿ samples. It is possible an interferent that affects the vitros tsh method and not the eclia tsh method contributed to the lower-than-expected results for the patients. Heterophilic antibodies in serum or plasma samples may cause interference in immunoassays. These antibodies may be present in blood samples from individuals regularly exposed to animals or who have been treated with animal serum products. Results which are inconsistent with clinical observations indicate the need for additional testing. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 7110.

Event description:
A customer contacted the (B)(6) diagnostics ((B)(6)) technical solution center (tsc) to report lower than expected tsh results were obtained from a patient correlation when tested using vitros immunodiagnostics products tsh reagent lot 7110 in combination with a vitros xt 7600 integrated system. Patient 1 result of 0.102 miu/l vs. The expected result of 0.247 miu/l. Patient 2 result of 0.149 miu/l vs. The expected result of 3.390 miu/l. Patient 3 result of 0.159 miu/l vs. The expected result of 4.730 miu/l. Patient 4 result of 0.031 miu/l vs. The expected result of 1.020 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros tsh patient sample results were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).